Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted no defect on the returned sample. Sample was evaluated and multiple pinholes were observed on the rubberize layer of the inflation lumen, and caused the inter lumen leak. Sample was examined under microscopic conditions and identified this to be related to manufacturing. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall."

Event description:
It was reported that water leakage was found when infusing water into the catheter during placement procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leakage was found when infusing water into the catheter during placement procedure.